Event description:
It was reported that prior to a cryoablation procedure, once the products were set up and the sheath was advanced into the balloon catheter, air was continuously removed from the sheath. The sheath was replaced with resolve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 63901, was returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issues. Air aspiration was produced when a test balloon catheter was introduced into the sheath. Dissection showed that the hemostatic valve was leaking. In conclusion, the reported issue was confirmed through testing. The sheath, 4fc12 with lot number 63901, failed the return product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.